Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k921182. Remains implanted.

Event description:
It was reported the patient is experiencing right polyethylene wear approximately thirteen years post-implantation. A revision procedure is allegedly planned to remove the polyethylene bearing. However, no revision procedure has been reported to date.